Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was at end of life (eol) and displayed a battery depletion (bd) error message. Multiple inappropriate electric shocks due to myopotential noise was also observed. Device system replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.